Event description:
The rotator broke during use at 800 psi. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation / investigation. A follow-up report will be submitted when the evaluation is completed. Conclusions: a follow-up report will be submitted when the evaluation is completed.